Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when attempting to advance unspecified balloon catheter and unspecified stent delivery system the devices get stuck with the .014 whisper guide wire. The devices cannot move forward. Therefore, an unspecified guide wire is used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Additional information was provided that a .014 whisper extra support guide wire and a .014 whisper ms guide wire met resistance with the balloon catheter and stent delivery system and would get stuck. However, it is unknown which specific guide wire became stuck with the balloon or stent. No additional information was provided.